Manufacturer narrative:
Evaluation summary : it was caused due to a malfunction on the printed circuit board. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
The led does not start. Service potsdam found out the pcb is defective. No picture available this event occurred at the time of before use. There was no report of patient harm.